Event description:
It was reported that the device was used during a low anterior resection. It was reported that the stapler was fired and the anastamosis was incomplete. The procedure was completed by accomplishing a hand-sewn anastamosis. There is no known consequence to the patient.